Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced tea colored urine and an increase in pump power. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported tea colored urine could not conclusively be established through this evaluation. Additionally, analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log file appeared to show the system operating as intended. The patient remains ongoing on vad support and no further issues have been reported. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Hemolysis is listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. No further information was provided. The manufacturer is closing the file on this event.